Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracies compared to blood glucose meter on (B)(6) 2014. Patient advised dexcom technical support at the time of the call that patient had a medical procedure performed this same morning (06/06/2014), which required anesthesia. Dexcom technical support suggested patient wait 4 - 6 hours, then complete another finger stick, as anesthesia may be issue. Should patient still remain out of range, dexcom technical support suggested patient change sensor. Patient did not report any injury of medical intervention related to their complaint at the time of contact with dexcom technical support.